Event description:
This is a spontaneous case report received via regulatory authority in (B)(6) on 11-mar-2016, from a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010, and forwarded to bayer on 04-aug-2016. The age of consumer when essure was inserted was (B)(6). Historical conditions included: hay fever and eczema. After device insertion, on an unspecified date, the consumer experienced cramps, eczema, increase or heavy blood loss during menstruation (heavier menstruation), pain during ovulation, abdomen pain, stabs, depressive feelings, dizziness, increase/decrease of weight, loss of libido, mood swings or emotionally out of balance, vaginal secretion, fungal infections, increase pms complaints, and boils. Consumer also reported: work-related problems, problems with daily tasks and relation and/or family problems. A blood test and an echo were performed, nothing was found. Treatment planned: essure removal. Consumer was not recovered. It was also reported that mirena iud placed as treatment and later it was removed. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented pelvic pain, serious event and listed in essure reference safety information. In this present case, consumer presented pelvic pain after insertion and removal of essure removal was planned. Abdominal, pelvic and back pain may occur during essure use. Given event's nature, causality cannot be excluded. This case was regarded as incident since device removal will be required. Other non-serious events were reported. The product technical analysis has been sought. No further information could be obtained.

Manufacturer narrative:
Follow up information received on 30-sep-2016: quality-safety evaluation of product technical complaint (ptc). This adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 04-oct-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented pelvic pain, serious event and listed in essure reference safety information. In this present case, consumer presented pelvic pain after insertion and removal of essure removal was planned. Abdominal, pelvic and back pain may occur during essure use. Given event's nature, causality cannot be excluded. This case was regarded as incident since device removal will be required. Other non-serious events were reported. The technical analysis concluded a product quality defect could not be confirmed but is considered plausible. No further information could be obtained.